Event description:
Reporter experienced the er1 message once. Rptr stated she had not put enough blood on the teststrip. Upon retesting she rec'd a blood glucose of 140 mg/dl. Reviewed technique, but were unable to perform a control test as rptr was out of control solution.